Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) of 502 mg/dl. Reportedly, the customer suspected the cause of the high bg was due to the pump settings requiring adjustment. Customer administered an insulin injection and a correction bolus to treat elevated bg. Recommendation was made to discuss diabetes management with a health care professional.